Event description:
The patient reported that the previously working remote monitor did not power on even after the batteries were removed several times. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis found corrosion and contamination on the printed circuit board assembly which kept the unit from being able to power up.